Event description:
It was reported that the cardiohelp was reading the pressure values incorrectly during treatment. By the time a routine change of the hls set was necessary, the cardiohelp was exchanged as well. No harm to any person has been reported.

Manufacturer narrative:
It was reported that the cardiohelp was reading the pressure values incorrectly. The failure occurred during treatment. By the time a routine change of the hls set was necessary, the cardiohelp was exchanged as well. No harm to any person has been reported. Since the cardiohelp was exchanged during treatment, which stops support of the patient for a short period of time, a report is required. A getinge field service technician (fst) was sent for investigation. The failure could be replicated with another hls set and connection cable for disposables. The sensor panel connector port for the connection cable for disposables was cleaned and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the fst cleaning the sensor panel ports solved the failure. Therefore the most probable root cause are dirty sensor panel ports. Further, a similar issue was already investigated by the getinge life cycle engineering. Deposit was detected on the cable socket during visual inspection. The most probable root cause was determined as wetting of the socket plane of the plug with salt-containing liquids (priming). According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2024-07-22 for the period of 2017-10-26 to 2024-07-15. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-10-26. Based on the results the reported failure "pressure value readings incorrect" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.